Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and an alternate dimension instrument, resulting higher on both. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result on one patient sample.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The cause of the discordant, falsely low calcium result on one patient sample is unknown. During troubleshooting, it was discovered that the customer does not centrifuge patient samples according to the tube manufacturer specifications, which is a failure to follow instructions. This instrument is performing according to specifications. No further evaluation of the device is required.